Manufacturer narrative:
Additional information: explant date and device available for evaluation? The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a void in the seam weld. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. The scanning electron microscopy analysis confirmed a void in the seam weld. However, this void is not believed to be the source of the leak due to leak testing confirming the integrity of the seam weld. The internal visual inspection noted silver migration across and between several electrical components. This device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. CAPA's have been implemented. This is the final report.

Event description:
The recipient is reportedly experiencing intermittencies. External equipment was exchanged, however, the issue was not resolved. Revision surgery is under consideration.